Event description:
Right knee was so painful [arthralgia]. Experienced pain relief in his right knee for only a month [device ineffective]. Case description: spontaneous report received on 06-jul-2010 and 07-jul-2010 from a (B)(6) male pt, initials (B)(6), with a relevant medical history of knee pain. The pt did not have previous viscosupplementation. The pt reported that he was administered synvisc-one in his right knee approximately (B)(6) 2010. He stated that he experienced pain relief in his right knee for only a month. The right knee was so painful, that he had total knee replacement on the right knee on (B)(6) 2010. At the time of this report, it was unk if the pt recovered from the events. He stated that he was "several weeks into therapy' and "progressing well" and expected to be "pain free." The synvisc-one lot number was not provided. No further info was provided. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.